Manufacturer narrative:
A ge service representative performed an onsite investigation. The errors were identified in the error log. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent generator and control panel errors which resulted in intermittent system functionality. No patient or user injury was reported.